Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the technician was unable to measure the bipolar lead impedances for both the right atrial (ra) lead and the right ventricular (rv) lead during regular follow up. Unipolar lead impedance measurements were possible on both leads, however once switched back to bipolar, the impedance measurements were possible for approximately half a minute, then no longer measured. Lead impedance measurements aborted due to lead polarization is suspected. The pace polarity was programmed to unipolar and the leads remain in use under further monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. The analyst noted that the weekly pace lead impedance trend has no data available for the atrial lead after the week of 2014-(B)(6).